Event description:
It was reported through a service report that the com cord was broken off the bed. It is unknown if there was any patient involvement or adverse consequences.

Manufacturer narrative:
Result: communication cord.